Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrodes 1-4 and the magnetic sensor met specifications during electrical testing with no open circuits detected. Further electrical testing confirmed a short circuit between the magnetic sensor wires and the pull ring, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be process design related.

Event description:
Related manufacturing reference: 3008452825-2024-00029, 3008452825-2024-00030, 3008452825-2024-00032 during the atrial fibrillation procedure, communication issues required multiple troubleshooting measures and resulted in a procedural delay. The devices were all exchanged and the procedure was completed with no adverse consequences to the patient. The patches were applied to the patient, the ablation catheter and the mapping catheter were inserted into the heart, mapping was performed, rf delivery was started and the right pulmonary vein isolation was started. When the right pulmonary vein isolation was performed to the middle, it was noted that the electrodes 2-4 of the ablation catheter were displayed in red and the navigation became unable to be displayed. The direct connect cable for ablation catheter extension was exchanged with no resolution. The ablation catheter was replaced with no resolution. The ensite was restarted and resume study was performed, but the same issue occurred with both the catheters. The issue was resolved after registering as a new patient and replacing the patches, replacing the ablation catheter, and replacing the mapping catheter at the same time. The procedure was completed with no adverse consequences to the patient.